Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that nonsustained lead noise was observed on the rv coil-can channel. Increasing pacing lead impedance within range was noted. It was also noted that the patient received chemotherapy. Programming changes and chest x-ray were recommended.